Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported a discrepant ertapenem result for a neqas survey (B)(4) escherichia coli sample in association with the vitek 2 ast-n206 test kit. The expected result was resistant (4) and the tested result was susceptible (<=0.5). Repeat test obtained the same result. The customer does not report ertapenem; as such, there is no possibility to impact patient treatment if the issue were to recur when testing a patient isolate at this hospital. For this reason as well, the customer did not perform any confirmatory testing via alternate method. There is no indication or report from the hospital to biomerieux that the discrepant result led to any adverse event related to any patient's state of health. There is no patient directly associated with the survey sample. Culture submittals have been requested by biomerieux for internal investigation. Internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux internal investigation was conducted. The same testing against (B)(6) distribution (B)(6) (escherichia coli) was previously performed using the vitek 2 ast-n192 test kit which utilizes the same ertapenem formulary as the ast-n206 test kit. The following results were obtained from that investigation. Investigational testing included: vitek 2 gn ID: confirmed organism as escherichia coli agar dilution (ad): ertapenem mic <= 0.5mg/l susceptible broth microdilution: ertapenem mic = 2 mg/l resistant vitek 2 ast-n192 (customer lot & random lot): ertapenem mic <= 0.5mg/l susceptible for both card lots (customer and random) the investigation duplicated the customer result of mic <=0.5 mg/l susceptible. The vitek 2 ertapenem mic (<=0.5) correlates to the reference ertapenem mic of agar dilution (<=0.5). The investigation concluded the vitek 2 ast cards are performing in accordance with specifications. Note: in the analysis report from (B)(6) survey ((B)(6) dist(B)(6), strain#(B)(6)), the results obtained for approximately 500 participants were 61% false susceptible for ertapenem.